Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak in tubing through pinch valve vl12d, a vent line to the white blood cell bath for drainage. The fse replaced the tubing and the instrument was able to run without leaks or errors. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from an unknown location inside a coulter lh 780 hematology analyzer. Hemoglobin (hgb) background was not passing at the time of the leak. The volume of the leak is not know and was not contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.